Manufacturer narrative:
Initial and final (B)(4) device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set tubing leakage event at the site on (B)(6) 2026. The infusion set was in use for less than a few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.